Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received inappropriate shocks in separate episodes due to sinus tachycardia and t wave oversensing at higher heart rates. It was noted there was a drop in amplitude. Technical services (ts) had recommended considering other vectors at that time. A few months later, this patient presented to the emergency room (ER) for and additional ias. The smart pass feature had disabled. Technical services (ts) discussed troubleshooting options including obtaining an x ray and evaluation of position of this system. This electrode remains in service. No adverse patient effects were reported. Additional information was received that an additional inappropriate shock was delivered in primary vector. Noise was observed in addition to the previously mentioned clinical observations. This patient performed a treadmill test in which the noise and myopotential oversensing was observed. Ts discussed leaving this patient in alternate vector as there had not been many oversensing issues in alternate. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received inappropriate shocks in separate episodes due to sinus tachycardia and t wave oversensing at higher heart rates. It was noted there was a drop in amplitude. Technical services (ts) had recommended considering other vectors at that time. A few months later, this patient presented to the emergency room (ER) for and additional ias. The smart pass feature had disabled. Technical services (ts) discussed troubleshooting options including obtaining an x ray and evaluation of position of this system. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode received inappropriate shocks in separate episodes due to sinus tachycardia and t wave oversensing at higher heart rates. It was noted there was a drop in amplitude. Technical services (ts) had recommended considering other vectors at that time. A few months later, this patient presented to the emergency room (ER) for and additional ias. The smart pass feature had disabled. Technical services (ts) discussed troubleshooting options including obtaining an x ray and evaluation of position of this system. This electrode remains in service. No adverse patient effects were reported.